Event description:
Reporter noted handling problems with the system. Capsule ruptures and vitreous body incidents occurred in six cases. Patient 3 of 6: status unknown.

Event description:
Additional vitrectomy performed. Pt has not yet recovered.